Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. Date of issue is an approximation. The patient stated that their (B)(6) function did not seem to be working very well and the dexcom lost signal while they were sleeping. The patient stated that they went very hypoglycemic and the dexcom did not alert. It was indicated by the patient that the alert feature put their life at risk. Additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.